Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a manual injection to address their bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.